Event description:
It was reported that the patient stated the purewick unit not suctioning but will call back to troubleshoot as patient was not with the unit. It's unclear if lot number was requested. Used with flex wicks. No additional information provided. No troubleshooting was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated the purewick unit not suctioning but will call back to troubleshoot as patient was not with the unit. It's unclear if lot number was requested. Used with flex wicks. No additional information provided. No troubleshooting was provided. Per additional information received via email on 11sep2025, patient has malfunctioning device at home. The warranty information provided from purewick rep did not match the warranty information included in the manual. Rep stated that the warranty is voided if the canister is not replaced every 60 days. Also, canister must be purchased through bard and not from any other authorized vendors. This is not mentioned anywhere in the written warranty information provided with the product. The device not replaced.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from follow up and the investigation details. There were no health consequences or impact to the patient. This event is not reportable. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Product labelling and instructions for use were reviewed for this investigation. The labeling is found to be adequate, as it states: "1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick¿ external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick¿ external catheter". Labeling also states: "although the canister can hold up to 2000cc (ml), the urine should be emptied regularly from the collection canister before volume reaches 1800cc (ml). Failure to empty canister before urine overflow may cause damage to the purewick¿ urine collection system and is not covered under the warranty." As of 08jan2025, the DHR file is not available. Therefore, the DHR review is not required. If/when the DHR file is received, the file will be reviewed and updated accordingly. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.